Event description:
Customer reports that the pt tested 62mg/dl on the device and 32mg/dl on a different paramedic's device. Customer was taken to a partner ambulance service and given d-50 to elevate his blood glucose. No valid quality controls were used. Requested return of suspect device and replacement was sent.